Manufacturer narrative:
Product event summary-the full lead was returned in segments, analyzed and no anomalies were found.

Event description:
It was reported that prior to implantation the physician exercised the helix of the implantable pacing lead. The helix extended properly, but the physician felt the helix did not fully retract. After exercising the helix a second time with similar results the physician decided to use another lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.